Manufacturer narrative:
Concomitant medical products: etbf3616c166e stent graft, implanted: (B)(6) 2019, etlw1613c156e stent graft, implanted: (B)(6) 2019, etlw1616c93e stent graft implanted: (B)(6) 2019, 5076-52 lead implanted: (B)(6) 2019, w1dr01 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the position of the right atrial (ra) lead could not be confirmed post implant. It was noted that atrial pacing and ventricular pacing were overlapping. The ra lead was revised. Oversensing was also noted during the revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that dislodgement was confirmed. The ra lead was repositioned and remains in use.